Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states pt had original surgery (B)(6) 2017. On (B)(6) 2017 pt had head and liner exchange for infection. Pt still infected so surgeon removed all components and put in antibiotic spacer. It also state that patient was revised to address loosening of the femoral stem at the cement to implant interface. Unknown cement is used. Doi: (B)(6) 2017; dor: (B)(6) 2017; head and liner: (B)(6) 2017; left hip.